Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant the screw that is used to hold the lead in place was loose in the sealed box. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet and foreign material on set screw.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.